Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having trouble with a correction bolus. Customer's blood glucose was 466 mg/dl at the time of incident. Troubleshooting assisted customer with the bolus. Customer declined high blood glucose troubleshooting then call was disconnected. No further details given.